Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2016. The surgery hasn¿t been confirmed. The patient said his right knee pops out all the time, and he has felt pain in his right knee for over a year. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Health effect - clinical code, health effect - impact code, medical device problem code, h7, h8, h9 d10.concomitants 4234066 - 02-010-03-0335 - logic cr femoral cem, right, sz 3.5 4250748 - 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t 3588839 - 02-012-49-3511 - logic cr tib insert slope ++, sz 3.5, 11 mm 4239758 - 200-02-32 - three peg patella 32mm these devices are used for treatment not diagnosis. Pending investigation.

Event description:
Additional information- right knee arthroplasty revision, two components. There was abundant white synovitis within the joint as is commonly seen in polyethylene wear. There was no purulence. There were a couple of areas of osteolysis involving the lateral distal femur as well as the anterior medial femur. However, the component was found to be well fixed despite vigorous impaction. With respect to the tibia, there was no loosening evident. No significant osteolysis which was accessible in the region of the tibia. There was some wear involving the central aspect of the patella. This was relatively mild. Removal of this polyethylene revision of the patella was warranted. The patient was then woken from anesthesia and transferred to recovery in stable condition. There is no additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, d6b, h6. MDR section codes updated/corrected: b, c, d. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.